Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, and explains that occasionally there is artifact/catheter whip on the ap waveform. The esp personel reviewed possible causes and verified with the customer for correct placement of of balloon in aorta. User stated that the last chest x ray was taken yesterday at 5pm and will be ordering 1 for placemnet verification. The esp personel also reviewed the transduced inner lumen ap waveform which does not show the occasional artifact. User was appreciative of the information shared and will call again if further assistance is necessary. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) hospital. The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).